Manufacturer narrative:
The reported observation of end of life (eol) was confirmed. The root cause of the reported observation was due to the device having normal battery depletion at the time of explant. The artemis clinicians manual was used to calculate the device¿s longevity by determining the average energy factor of the programming. The estimated longevity was 3 years assuming 1000 ohm program impedances. The device provided 2.96 years of therapy. Based on the program usage the device had normal battery depletion at the time of the eol declaration.

Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. The ipg was deemed inoperable, and patient lost therapy. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated.